Manufacturer narrative:
The removed user interface (ui) assembly was returned to the failure investigation lab (fi). A visual inspection of the user interface (ui) assembly revealed no evidence of damage or contamination. The fi technician installed the user interface (ui) assembly into a fi ventilator to duplicate the reported issue. The burn out cold cathode fluorescent lamp (ccfl) backlight caused the dim display.

Event description:
The customer called into technical support (ts) reporting that the device has blank display. The customer reported there was no patient involvement at the time the issue was discovered with no patient user harm. However, this issue was discovered during pre-use setup prior to use. No medical intervention provided to the patient nor a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer can see the image if a light is shown on the display. The rse advised customer to replace the user interface assembly. The customer replaced the user interface assembly to resolve the reported issue. The device passed required performance verification tests per philips's standards.